Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During a follow-up in-clinic, an increase in pacing impedance and increase in capture threshold were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.